Event description:
It was reported that port was implanted in 2006. Four months later, catheter was found broken in the patient and was removed. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.